Event description:
In (B)(6) 2013, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient later presented with right si joint pain complaints confirmed by diagnostic injections. The surgeon believed the implants were loose. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all the initial implants. The condition of the patient following the revision surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7035-90, lot# 8175003938011, manufactured 08/08/12, expires 2015-10; ifuse implant, p/n 7040-90, lot# 154275, manufactured 03/09/13, expires 2018-03; ifuse implant, p/n 7045-90, lot# i0293, manufactured 04/22/13, expires 2018-01.